Event description:
Type of procedure: pneumothorax. According to the reporter: customer states they used four egiatrs60amt for resection of bulla. 14 hours after the surgery, bloody drainage was observed. Reoperation (vats) was performed the following morning. There was 2000 ccs of bleeding that occurred and blood transfusion was required. The bleeding came from the root (near the edge of sheet) of one of the staple lines at s3a and s1 areas of bulla. They treated the bleeding by using tissue adhesive between the neoveil and lung parenchyma. They also treated another staple line because they found coagulation. The patient is in good condition after the reoperation and was discharged from the hospital.

Manufacturer narrative:
(B)(4).